Event description:
It was reported that the customer is deceased. It was stated that the customer was traveling for work and he was found deceased in his bed. Blood glucose at the time of the event and cause of death is unknown. Spouse will be giving the insulin pump to the doctor to obtain the blood glucose information. It was stated that the customer was wearing the insulin pump. Spouse does not wish to return the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.